Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the issue has been resolved and no further action was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller stated the pt notified the caller yesterday that when the pt made adjustments, the system didn't hold the adjustment. For example, when the pt went from group a to group b and then back to group a, it went back to the original ma. The agent asked if the pt was using adaptive stim, and the caller said the pt was. The agent reviewed stability time and noted that it was possible for a pt to make an adjustment up or down, and if the ins did not have the time to 'remember' the setting, then it would revert back to the original ma even if the controller was turned off. The agent advised considering bringing the stability time down and noted that if the pt still felt as though there was an issue, they could pull the logs/files/data reports upon the next interrogation. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller stated the pt notified the caller yesterday that when the pt made adjustments, the system didn't hold the adjustment. For example, when the pt went from group a to group b and then back to group a, it went back to the original ma. Patient was changed to group a. Patient stated when they came home group a amplitude is back at 0 so they put the numbers back to what they were after programming and shut the machine down. Patient stated he was not feeling anything and 30 minutes later he checked it again and the stimulation amplitude was back to 0 on all programs. The agent asked if the pt was using adaptive stim, and the caller said the pt was. The agent reviewed stability time and noted that it was possible for a pt to make an adjustment up or down, and if the ins did not have the time to 'remember' the setting, then it would revert back to the original ma even if the controller was turned off. The agent advised considering bringing the stability time down and noted that ifthe pt still felt as though there was an issue, they could pull the logs/files/data reports upon the next interrogation. No symptoms were reported.